Event description:
It was reported that during aftercare the radiofrequency(rf) head that was placed on the implantable cardioverter defibrillator (ICD), slipped off the patient, which led to the movement of the programmer's cursor to the lower left corner by itself on the screen and selected the emergency button, activating shock delivery to the awake patient. The patient was stable and calm at all times. Other aftercare was able to be carried out without any abnormalities. Subsequently, by manually moving the programming head over the ICD, the observed mouse cursor movement on the programmer was able to be partially reproduced, but not stably. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was observed at incoming inspection that the programmer's cursor was not responding to finger touch intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was further reported that the programmer experienced unexpected finger touch response while interrogation test implantable cardioverter defibrillator (ICD). The stylus was bent. Because the programmer exhibited a recurring finger touch performance issue that could not be resolved through servicing, the programmer was decommissioned continuation of d10: product ID d284vrc, serial# (B)(6), implanted: explanted: product ID 2067, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was further noted at analysis that the programmer's cursor had autonomous movement and autonomous activation of on-screen features during an interrogation of a test implantable cardioverter-defibrillator (ICD) in the "clinical diagnostics" menu and the poor response to finger touch. It was also noted that sliding rails left and right from the keyboard cover plate were missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that shock was delivered to patient and there were no further complications.